Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post implant of the leadless implantable pulse generator (ipg), the patient experienced a right femoral vein thrombosis related to the use of a femoral vein introducer during the implant procedure. Medications were administered. It was noted that the patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.